Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset of peritonitis, the patient began treatment with injection vanlid (1 gram, stat, intraperitoneally) and injection ticornic (3.1 grams, twice daily, IV (intravenous)) for peritonitis. It was reported that at the time of report antibiotics treatment was ongoing. The patient's outcome was unknown. Treatment with pd therapy was ongoing. No additional information is available.